Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the periodic log file. The periodic log file spanned approximately 11 day (03mar2022 to 14mar2022 per the timestamp). A backup battery fault alarm activated on 11mar2022 at 02:43 due to a load test failure. The periodic log file captures an event at a specific interval and does not show the onset or end of the alarm. The alarm seems to have resolved after 13mar2022 at 21:42 and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated on a mock circulatory loop for an extended period of time without reproducing an alarm. The controller functioned as intended during analysis. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller continued to alarm even after 2 internal battery changes. Controller will be replaced. No additional information provided.

Manufacturer narrative:
There was no patient involved in this event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.